Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an interject¿ needle was used in a procedure. According to the complainant, the needle was occluded .reportedly the substance they were trying to inject was adrenaline. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an interject¿ needle was used in a procedure. According to the complainant, the needle was occluded .reportedly the substance they were trying to inject was adrenaline. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Correction: it was reported to boston scientific corporation that an interject¿ needle was to be used in a polyp infiltration and ulcer injection therapy procedure performed in the esophagus and stomach. According to the complainant, during preparation, the needle was noticed to be occluded. Reportedly the substance they were trying to inject was adrenaline. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Correction: updated to include information on procedure name and anatomy, when the issue was noticed, and patient condition/complications. Correction: patient code changed from ¿2692 ¿ no known impact or consequence to patient¿ to ¿2199 ¿ no consequences or impact to patient.'